Event description:
Occurrence of a falsely elevated troponin I result obtained during a precision run using high sample diluent b. Elevated results of this magnitude reported to a physician might lead to cardiac catheterization. There was no report of pt harm as a result of this event.